Event description:
(B)(6) clinical study. Same case as MDR#2134265-2013-03290 and 2134265-2013-03289. Same patient as MDR#2134265-2012-02853 and 2134265-2012-02946. It was reported that post a stenting treatment procedure, the patient died of cardiac arrest. In (B)(6)l 2011, the patient presented due to stable angina. The first, 83% stenosed, 10 x 2.81 mm, target lesion was a de novo lesion located in the 1st obtuse marginal branch. The first target lesion was treated with pre-dilation and placement of a 2.75x12mm promus element stent, resulting in 0% residual stenosis. The second 98% stenosed, 18 x 2.94 mm, target lesion was a de novo lesion located in the mid left anterior descending (lad) artery. The second target lesion was treated with pre-dilation and overlapping placement of a 2.5x16mm promus element stent and a 2.75x20mm promus element stent, resulting in 0% residual stenosis. The patient was discharged two days later on aspirin and clopidogrel. In february 2013, the patient died due to cardiac arrest.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).